Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir and performed the pre-fill reservoir test per (B)(4), the reservoir failed per inspection; the transfer guard needle was occluded. Using a new lab, the transfer guard performed the pre-fill reservoirs test per (B)(4). The reservoir and transfer guard passed per inspection and it was found that it was easy to fill. No air bubbles anomaly was observed during the filling process. The reservoir also connected/locked in place properly. (B)(4).

Event description:
It was reported via phone call that when the customer attempted to fill the reservoir with insulin from the vial, air bubbles got into the reservoir. The piston was pushed to move the air from the reservoir into the vial, but the air did not move back to the vial. No further details were given. The reservoir was returned for analysis.